Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found error 40068 non recoverable fault while system shutdown and system was booting slow. After auxiliary video board (avp) replacement system is working fine. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The avp was analyzed and in artemis, error code 40068 was found indicating that the fault occurred in the field. Visual inspection, no issues were found related to the reported event. The avp was installed in the golden system, upon power on, the avp was not presented on the laptop app. When shutting down, the avp failed with error code 40068. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that failure avp was the root cause of the reported issue.

Event description:
It was reported that after a da vinci assisted surgical procedure, the error 40068 non recoverable fault was displayed on the vision side cart and there was onsite connection issue. The procedure was completed with no report of patient injury.